Manufacturer narrative:
It is indicated that the device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental medwatch will be filed.

Event description:
A report was received that the patient had developed an infection and was experiencing pain at the ipg site. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional information was received that the patient had a staphylococcus aureus infection at the surgery site. Subsequently, it was resolved with intravenous (IV) antibiotics. The patient was not showing any signs of infection but was still experiencing discomfort around the ipg site. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had developed an infection and was experiencing pain at the ipg site. The patient was prescribed antibiotics.